Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09594. It was reported the patient presented to his physician with ineffective stimulation in the desired pain pattern. In addition, the patient also indicated he felt as if his stimulation was wrapping around to his front. X-rays showed the lead has migrated. The physician would like to replace the ipg with a new one while performing lead revision. The reason to replace the ipg is unknown at this time. Surgical intervention is pending.